Event description:
It was reported that there was unusual overheating of the system controller with a system controller fault displayed on the system controller screen. It was noted the pump running symbol was on. The system controller was exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the reported events of the system controller overheating and alarming with a controller fault alarm were not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller was exchanged to resolve the issue. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your pump works¿ and the heartmate 3 lvas instructions for use section 2 ¿system operations¿ cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c).¿ the heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.